Event description:
The user facility informed the integra rep that the device tubing fractured at the entrance to the area where transducer comes in. There was no pt injury reported. The device was not available for investigation.